Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycaemia [hyperglycaemia]. Pen doesn't inject insulin normally due to piston rod movement issue [device malfunction]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "pen doesn't inject insulin normally due to piston rod movement issue(device component malfunction)" with an unspecified onset date, and concerned a 90 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unknown as it differs according to his bgl, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes mellitus", , mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 8 u or 10 u according to bgl, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "type 2 diabetes mellitus", patient's weight reported as 65 kg and height was reported as 158-160 cm. Patient's body mass index (bmi) was not reported . Dosage regimens of novorapid penfill and mixtard 30 hm penfill were not reported. Current condition: type 2 diabetes mellitus(when he was 40 or 42 years old), stomach problems, flatulence, increased body fats and hemophilia. Concomitant products included - glucophage(metformin hydrochloride)(when he was at the age of 41 years old and stopped using it from 12 to 15 years as it wasn't effective , oral), spasmodigestin(non codable, from 10 to 15 years, 1 or 2 tablets/day, oral and still ongoing using it as per need) and some medications for hemophilia(not specified) and some medications for increased body fats(not specified). On an unknown date, patient's novopen 4 did not inject insulin normally due to piston rod movement issue and lead to hyperglycaemia. On an unknown date in dec-2021 patient was hospitalized due to hyperglycaemia. Blood glucose values: hba1c : unobtainable, fasting blood glucose level : ( 220-250 mg/dl ), postprandial blood glucose : ( 400-450-480 mg/dl ). Patient stayed in the hospital for one week and then discharged. Patient was treated with mixtard penfills and novorapid penfills during hospitalisation. It was reported that np4 technical problem was solved (after adjusting the dose counter to the wanted dose and after pressing the dose button, the pen doesn't inject insulin normally due to piston rod movement issue). Random blood glucose level on 10-oct-2022 was 400 mg/dl, on the day of reporting ((B)(6) 2022) it was reported as 450-480-500 mg/dl. Action taken to novopen 4 was reported as other. Action taken to novorapid penfill was not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycaemia(hyperglycaemia)" was not yet recovered. The outcome for the event "pen doesn't inject insulin normally due to piston rod movement issue(device component malfunction)" was not yet recovered. This case linked to argus cases (B)(4). Batch numbers: novopen 4: unknown . Novorapid penfill: lr7bh31 . Mixtard 30 hm penfill: kr76k37.

Event description:
Case description: investigation results: novopen® 4 - batch unknown no investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill 3 ml 100iu/ml, batch number: lr7bh31 the product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: kr76k37 the product was not returned for examination. Since last submission the case has been updated with the following: investigation results updated imdrf annex b, c, d and g codes updated narrative updated accordingly this case linked to argus cases (B)(4) final manufacturer comment: 26-dec-2022: the suspected product novopen 4 examination is not possible because of unavailability of batch number or returned sample. No conclusion is reached. Elderly age of the patient and underlying diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.